Event description:
Patient reported rupture. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture, capsular contracture, baker grade ii, and siliconom in the right axilla diagnosed via MRI as well as pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19jul2024.

Event description:
Patient reported rupture. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observed as it is a medical event that device is observed. ¿ granuloma: unable to observed as it is a medical event that is not related to the device. ¿ silicone migration: unable to observed as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The events of migration and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side device rupture, capsular contracture, baker grade ii, and siliconom in the right axilla diagnosed via MRI as well as pain. The device has been explanted and replaced with another manufacturer's device.